Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced fracture and obstruction of flow. The information was received from one source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review could not be performed. The sample was returned for evaluation; however, three photos were provided for review. The investigation is confirmed for catheter break and inconclusive for unable to aspirate. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Manufacturer narrative:
The lot number was not provided for the reported malfunction; therefore, a lot history review could not be performed. The sample was returned for evaluation. Three images were provided for evaluation. The investigation is identified for fracture and inconclusive for obstruction of flow due to sample condition. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced fracture and obstruction of flow. The information was received from one source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.